Manufacturer narrative:
Device analysis performed on the returned spacer revealed that the spindle cap was completely separated from the implant body due to breaks found on the four weld joints.

Event description:
It was reported that while inserting the superion indirect decompression spacer during the implant procedure the spacer had broke. A new spacer was used and the procedure was completed successfully.